Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was superficial due to the ipg having migrated lower in the pocket. As such, surgical intervention was undertaken on (B)(6) 2018 during which the pocket site was revised. The patient was reportedly doing well post-surgery.

Event description:
Follow-up identified the patient had fallen in the past. In addition, the ipg was relocated during surgical intervention.